Manufacturer narrative:
Concomitant medical devices: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with baclofen 2000 mcg/ml (1515 mcg/day) intrathecal therapy via an implanted pump. The baclofen lot number was unable to be obtained. The indication for use was noted as intractable spasticity. The patient experienced a chronic cerebrospinal fluid (csf) leak, headache and increased spasticity. The issue was unresolved by other interventions. The representative was not aware of any diagnostics or troubleshooting performed. It was unknown what led to the event. The spinal portion of the catheter was replaced on (B)(6) 2015. At the time of the catheter revision, they were not able to visualize a purse string suture, the injex anchor was not buried in the fascia to the wings, and the wings were folded together and sutured to the fascia. The physician placed tisseel and duragen over the leak and sealed the site. The company representative was not able to visualize a purse string suture or the manner in which the injex was secured. They attempted a blood patch but it was unable to be performed. The issue was resolved at the time of this report. Patient status at the time of this report was alive with injury.